Event description:
A -pack hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, approximately 3 minutes into the ablation (temp 90 degrees) the physician saw a piece of tissue flap over the scope. While manipulating around the tissue, the cervical seal broke causing fluid to leak out and the 10 cc fluid alarm to sound. Rate of loss was 14 cc per minute. The physician resealed the cervix with a tenaculum and wanted to complete the case. The physician was able to complete the case successfully. During examination, the physician noticed a burn on the cervix and treated with silvadine cream. There is no further information available regarding the patient.

Manufacturer narrative:
Reported complaint for patient injury. Device is not expected to be returned because of reasons not disclosed by the user, therefore no product analysis could be performed and no root cause could be determined. The physician was able to complete the case without further incident. However, during examination, it was discovered that the patient had been burned from the fluid loss. Within the precautions of the user's manual, page 7 of revision c, it states: the physician must maintain control of the procedure sheath for the duration of the treatment to avoid a compromise of the cervical seal. A compromise of the cervical seal could result in fluid leakage through the cervix, which could result in thermal injury to surrounding tissue.